Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the maxzero needleless connector leaked at the syringe attachment. The following information was provided by the initial reporter: "maxzero connector leaking at the connection point of the mz product & the 3cc syringe (bd). Mz being connected to ext set me2010 & me2020. Leak is occurring at syringe attachment."

Event description:
It was reported that the maxzero needleless connector leaked at the syringe attachment. The following information was provided by the initial reporter: "maxzero connector leaking at the connection point of the mz product & the 3cc syringe (bd). Mz being connected to ext set me2010 & me2020. Leak is occurring at syringe attachment."

Manufacturer narrative:
Investigation summary: the customer reported the maxzero (mz) is leaking at the connection point of the mz product and 3cc syringe. There was an ICU medical label, 11 maxzeros (8 stand-alones and 1 trifuse set), 3 extension sets, and two 3 ml syringes returned by the customer. The extension sets did not leak from either the male or female luers. The 11 maxzeros all leaked with both of the returned 3 ml syringes. The mz did not leak with an in-house 10 ml or 50 ml syringe. This issue has been escalated and treated with great urgency. An additional 10 unused bd 3 ml syringes were ordered and tested, and 10 out of 10 showed leakage. The syringes were manufactured at our cuautitlan location, same as the 2 returned syringes. There were also 10 mz1000-07 ordered and tested with all syringes - 10 unused and 2 returned. Every one of these combinations leaked. The investigation found that the syringes were the culprit, rather than the mz, as the mz would not leak with other syringes. There were several samples sent for cae investigation in durham, nc. The CT scans conducted there found a leak path within the 3 ml syringe/mz connection, caused by an abnormal bump in the syringe luer wall. Functional testing and advanced scanning shows there are no anomalies or problem with the mz returned or ordered. The testing did find a molding anomaly with the 3 ml syringes, both returned and ordered, and the plant is conducting a further investigation. The samples tested here in vernon hills are being sent to the manufacturing location for further investigation. The manufacturing location will be taking ownership of the issue and determining if a project will need to be initiated. A device history record review could not be performed on model mz1000-07 because a valid lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.